Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the spinal cord stimulation system was removed 7 months after it was implanted because the device dislodged.